Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -3.0/1.50/064 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022 the lens was explanted and it indicated the patient will be measured again in a few months; the initial refractive must be re-determined then a decision about a new implantation will occur. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -3.0/+1.50/64 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022 the lens was explanted. A cataract was observed. A iol was implanted and the problem. Status of the eye: "the patient has also developed a cataract". Additional information: the icl was exchanged for an iol. The patient is happy." The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -3.0/+1.50/64 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise and a cataract was observed. On (B)(6) 2022 the lens was explanted and an iol was implanted. This resolved the problem. Status of the eye: "the patient has also developed a cataract". Additional information: the icl was exchanged for an iol. The patient is happy." The cause of the event is unknown. Claim# (B)(4).